Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to dislodgement and loss of capture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. Further analysis of the lead revealed cuttings in the insulation which resulted most likely from the explant procedure. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. Despite the deformation, the fixation helix could be properly extended and retracted. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.